Manufacturer narrative:
Sensory medical sent replacement locks and s-clips. Lot information was not provided by family after multiple follow ups to confirm that hardware was shipped. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 5 contains a parts list, which includes the locks and s-clips. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Event description:
Per complainant, their child was eloping between the bed frame and the mattress. Parent later followed up that this was because the safety sheets weren't in use as specified in the user manual. The customer service representative made a statement about use of the locks on the safety sheet zipper and portal zipper. The complainant followed up that he was unable to find any locks nor the s-clips mentioned in the user manual. Replacements were sent but were lost in the mail so the complainant followed up that he had not received these before a cubby beds representative replied and sent another set of replacements. During this period the complainant indicated their child was escaping the bed by unzipping the tech hub and safety sheets. There was no report of injury as a result of the event.